Manufacturer narrative:
A DHR (device history review) was performed by costa rica site to serial (B)(4) (device). There were no reworks, equipment or process discrepancies during the manufacture of this device that may have contributed to a complaint of this nature.

Manufacturer narrative:
The plum a+ device that was involved in the event was received for investigation. During the review of the date and time on the device, the following was found: device date and time: 08:56 a.m. (B)(6) 2019; actual date and time 10:26 a.m. (B)(6) 2019. The device clock was delayed 1 hour and 30 minutes. The event history was downloaded from the pump on the date in which the event occurred and was reviewed. On (B)(6) 2019 at 5:56 pm (pump time 16:26) an infusion was stated on channel a with a flow rate of 4.0ml/hr and a vtbi (volume to be infused) of 80 ml with a duration of 20 hours. This infusion was stopped a minute later. A new infusion was initiated with a modified rate of 4.9 ml/hr, with the same vtbi of 80 ml (volume to be infused) from the previous programming. This entered speed of 4.9 ml / hr coincides with that commented in the event description. This infusion was stopped manually at 6:29 pm. (Pump time 16:59) for a duration of 32 minutes of uninterrupted infusion. At the same hour and minute 6:29 pm, the infusion rate was modified to 408 ml/hr and then to 40.8 ml/hr with a vtbi (volume to be infused) of 77 ml for a duration of 1 hour 53 minutes. This last programmed infusion was manually stopped at 7:26 pm. (Pump time 17:56) infusing 57 minutes. In summary, the infusion programmed in channel a of 4.9 ml / hr to deliver 77 ml only infused for 34 minutes. After it was manually stopped by the user to change it at a speed of 408, it was also changed at the same minute to 40.8 ml / hr infusing the latter 57 minutes. The speed was increased from 4.9 to 40.8 ml / hr by the user. The device did not perform auto programming or keyboard failures. The device was found under normal operating conditions. The probable cause: user error programming.

Event description:
The event involved a newborn infant, (B)(6) weeks gestational age, that experienced hyperglycemia and hypoglycemia while receiving an administration of 10% of dad (dextrose in distilled water). The pump was programmed to deliver amino-dextrose at 4.8ml/hr at 1800. The pediatrician requested to change the drip to 4.9ml/hr and the ¿assistant¿ changed it at 18:30. During shift hand-over, the pump was found to be infusing at 40.9ml/hr, which was then suspended and the blood sugar was measured to be 371mg/dl. The amino-dextrose drip was suspended for 2 hours. After 2 hours, the blood sugar was 200mg/dl and the drip was restarted at 2.4ml/hr. At 2200, the blood sugar measured ¿low¿ and 10% dad of 4ml bolus was administered and the drip continued. At 2230, the blood sugar measured 65mg/dl, and then at 0300 the drip was increased to 3ml/hr. The customer also noted that the pump was incorrectly programmed. Additionally, the newborn was a twin that presented with no respiratory effort, was hypotonic and cyanotic. The patient had been admitted in the neonate unit and placed on CPAP.